Manufacturer narrative:
(B)(4). Concomitant medical products: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient lost stimulation. It was noted that the lead revealed high readings and a possibility of a lead fracture. No device malfunction suspected. It was also reported that the ipg will be replaced for an unknown reason. The patient will undergo a lead revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead and ipg were replaced. It was noted that two contacts were out from the leads and the ipg was replaced per physician's preference. No device malfunction suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as it was kept by the patient. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient lost stimulation. It was noted that the lead revealed high readings and a possibility of a lead fracture. No device malfunction suspected. It was also reported that the ipg will be replaced for an unknown reason. The patient will undergo a lead revision.